Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump battery was noted to be depleting quickly. There was no impact to the customer's blood glucose level. Reportedly, the battery life went from 25% to 15% in 15 minutes. The customer reported that the battery had to be charged 3 times in the last 24 hours to 100%. It was indicated that the customer would continue to use the pump until the replacement arrives and also has alternate insulin therapy available.